Event description:
Patient status post 95 deg condylar blade plate and screw implantation on an unknown date was found to have the plate broken post operatively on an unknown date. Patient was returned to the operating room on (B)(6) 2012, surgeon removed all hardware and revised the patient to a total hip replacement.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.